Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. Insulin pump was monitored in 2 days and no heating up noted. No damage found on the connector/lcd isolation tape noted. Insulin pump had stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was heating and there was a black spot under the battery compartment. The customer reported high blood glucose levels of 33.3 mmol/l. The customer's mother stated that her son treated with manual injection. It was reported that the insulin pump had black spot on the bottom compartment. It was reported that the damage occurred due to burn. Troubleshooting was performed. The customer was advised to revert to back up plan and return the insulin pump. Product is expected to return for analysis. Additional device related incidents: infusion set ((B)(4)); reservoir ((B)(4)).